Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: it was reported the patient was seen today by a rep. The stimulation seems to work normally, tested the system in different positions, after a few minutes the patient notices shocking sensation in upper limbs at normal comfortable amplitudes. Impedance numbers appear to be normal. The patient will go in for x-rays to diagnose possible lead fractures etc. The patient reported no falls, accidents or any issues with stimulation otherwise. No further information was reported.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient complains of shocking, does not state where. It is unknown at the time of the report what contributing factors that may have led to the issue. The manufacturing representative (rep) will see the patient on monday (B)(6) 2017 or troubleshooting. Therefore no intervention has been done at this time and the issue has not been resolved. Patient is alive. No further patient symptoms or complications were reported in this event.